Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system was not stable and a medial breach was observed. The following incidents happened during the case. The fourth lumbar vertebrae experienced a medial breach. This was observed under the microscope while placing the guide screws. The breach was felt by the surgeon while using the drill. Skiving at the time of drilling was the suspected cause of the breach. The breach was in the range of 2-3mm. There was no impact on the patient outcome. The issues extended the surgical time by less than 1 hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient initials and age/dob are not available. E1: street 1 - c-18, near new (B)(6): no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.